Manufacturer narrative:
H.6. Investigation summary: 94 representative samples were received for evaluation. The samples all went under leak testing with no failures noted, therefore failure mode is not verified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the customer had 96 separate occurrences of the bd syringe luer-lok¿ tip leaking past the stopper.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the customer had 96 separate occurrences of the bd syringe luer-lok¿ tip leaking past the stopper.